Event description:
Dealer states the end user alleges the full length arm pad is causing him pressure sore on his left arm. Dealer also states due to the end user's health/disorder, the end user is not able to use the armrest properly.